Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing pain while recharging that surged down the legs when stimulation was off. Multiple programmers were used, but the pain was still present. During troubleshooting, it was found that electrodes 4-7 showed impedances >10000 ohms. X-rays also showed that one extension appeared to not be fully inserted. The patient was experiencing good pain relief when not charging and everything else was normal with the system. It was unclear if the impedance or extension issues were related to the pain during recharging. The patient did not want to undergo a revision because they received very good pain relief and electrodes 4-7 were not used for therapy. The patient instead opted to attempt to mitigate the pain with more frequent, shorter recharge sessions.